Event description:
It was reported that during a hysterectomy procedure, the instrument did no more work as the electrode separated from the jaw. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 3-27-2012. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent the device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.